Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrode pads gel stuck to the packaging. The clinician was able to adhere the pads to the patient and successfully delivered the selected energy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. The CPR stat-padz were returned to zoll medical corporation and then sent to zoll pawtucket for evaluation. The pads were received stuck together without the styrene compromising the investigation. Visual inspection found hair on the pads confirming that the pads were placed on the patient. The pad that was placed face down on the pouch was confirmed to have gel covering a little less than 2/3 of the tin. However, it cannot be determined if the gel had rolled prior to coupling. The CPR stat-padz were sent to scrap after testing. The DHR and similar complaints related to this lot were reviewed. The review did not yield any similar reports based on the lot. Analysis of reports of this type has not identified an increase in trend.